Manufacturer narrative:
Corrected fields: b5, h6(health effect ¿ clinical code, health effect ¿ impact codes). A getinge field service engineer (fse) evaluated the iabp unit and found broken blood back tube. To fix the issue, the fse replaced blood back tube and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure. Circumstance was during routine check. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure.